Event description:
It was reported that a spectrum pump failed a flow rate test. The customer stated that the pump was programmed to run at a rate of 50 ml/hr for 125 ml but it only delivered between 80 ml and 90 ml. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. When the evaluation is complete a supplemental report will be submitted.